Event description:
The patient presented in 2001 with a battery voltage of 2.65v 8 months post implant. Lifetime diagnostics show 14 total charges. The device was explanted little over two months later, when eol along with an extended charge time were observed.